Manufacturer narrative:
A cs/csl/geradschaft-plus extract.screw m6 was reported due a broken tip. The complaint device, used in treatment, was returned for investigation. The reported failure mode was confirmed upon visual inspection. This is a known failure mode. The root cause is attributed to wear and tear. A new design of the device has been released in order to reduce the reoccurrence of this issue. This version of the device will be monitored for similar issues. The complaint device will be discarded.

Event description:
It was reported that tip of the m6 extractor handle broke off during surgery, inside the patient's incision. No delay was recorded and sn backup device was available.